Event description:
The sitter select alarm was received to posey without prior info. A note that came with the product states that the unit has water inside and does not function. No pt injury reported. Per more info reported by the customer the unit has water inside it and is failing to alarm.

Manufacturer narrative:
Alarm does not function. Eval: results - a visual inspection of the returned product shows that the alarm does not power on. The unit is not in good working condition.